Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was reported that the patient had a massive bleed at groin. Heparin was removed from the purge. The staff pulled the dressing and revealed that the sheath had been sutured upside down. Angle matching was performed and the oozing stopped. Heparin was added back to the purge. In addition, the impella was at p5 with continuous suction at higher levels. An echocardiogram was performed and confirmed that the devices position was deep. At that time, the physician decided not to manipulate the catheter. It was also noted that the tuohy borst valve was unlocked, and the device exhibited a ¿placement signal low¿ alarm. The physician pulled the device back 2 centimeters to resolve this issue. Additional information noted the patient was made do not resuscitate. Care was withdrawn and the patient expired. Upon review by abiomed's medical safety, the use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.